Event description:
It was reported that the insulin pump was returned for analysis without a complaint being reported. No further information received.

Manufacturer narrative:
The insulin pump passed the displacement, off no power, error, and self tests. The operating currents were within specification. However, the unit alarmed during the basic occlusion test due to a protruded/loose drive support disk. The device had a scratched lcd window, cracks on the display window and reservoir tube lip, as well as a missing end cap sticker and serial label.